Manufacturer narrative:
Sections d4, device manufacture date: additional information. Concomitant medical products: corrected information. Device evaluation: evaluation of (B)(4) confirmed driveline damage that would have contributed to the reported events. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 3 inches from the pump housing and the distal portions were returned measuring approximately 2.5 inches and 31 inches. A portion of the internal driveline was not returned for evaluation. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. A portion of the internal driveline was not returned for evaluation. A driveline repair was present approximately 19 inches from the system controller connector. Disassembly of the repair revealed no issues. Visual inspection of the outer jacket and the underlying bionate layer was unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The 2.5 inch portion of the driveline showed some metal shielding breakdown. Visual inspection of the underlying wires revealed insulation breaches on the orange, brown, green and red wires, all within the same location along the 2.5 inch returned portion of the driveline. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If the exposed conductors of the damaged wires made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the pump stop or low speed captured in the log file. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous driveline replacement was reported under medwatch MFR report # 2916596-2016-01873. Approximate age of device ¿ 3 years and 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was taken to the operating room for urgent pump exchange from heartmate ii to heartmate ii. It was reported that the lvad had multiple pump stops and known driveline issues with a previous external driveline replacement in (B)(6) 2016. The submitted log file was reviewed by technical services and revealed speed drops below the low speed limit (lsl) and pump stoppages while the lvad was connected to battery power which could have been caused by a percutaneous lead (driveline) phase to phase short.